Event description:
It was reported that during a low anterior resection procedure, when firing the device, there was no crunch heard and the washer was not cut. The device was opened and removed from the pt, which went easy due to the fact that the knife had cut the tissue. The staples had not formed properly. After removing the device, the surgeon found out that there was an incomplete anastomosis. Since the oepration was a really low anterior resection, the surgeon chose to / had to perform an apr. The pt is doing well.